Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 9 inches from the pump housing and the distal portion of the driveline was not returned. The report of thrombus within the inflow elbow could not be confirmed because the inflow conduit (inlet tube, flex section, and inlet elbow) was not returned for analysis. The outflow graft and the outflow graft bend relief were also not returned. Examination of the device upon disassembly revealed flat, tissue-like depositions on the body of the rotor. Further analysis also revealed tissue-like depositions adjacent to the bearing ball within the proximal side of the outlet stator. Their lack of concentric layering and areas of denaturation suggest that these depositions were present while the device was supporting the patient, but may have originally formed elsewhere. A root cause for the development of the observed depositions could not be determined and a correlation between these depositions and the patient¿s hemorrhagic stroke could not conclusively be determined. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis, hemolysis, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years, 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that after over 6 years of support, the patient suffered a hemorrhagic stroke on an unspecified date, and coumadin was discontinued. The patient then experienced unspecified issues with suspected pump thrombosis, and subsequently underwent a pump exchange on (B)(6) 2017. It was reported that thrombus was observed in the inflow elbow as well as inside the explanted pump. No additional information was provided.